Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with patient anatomy and is not product related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing rib pain due to the lead laying on the nerves that wrap around the rib area. As a result, surgical intervention occured wherein the lead was explanted and replaced. Therapy was restored post op.